Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. The lot number is unknown; therefore the device history records are unable to be reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. Reference reports 3012447612-2018-00042, 3012447612-2018-00043, and 3012447612-2018-00055.

Event description:
It was reported that two torque handles may have malfunctioned and caused a plug to back out. Further information has been requested but has not been provided. This is report two of three for this event.